Event description:
On (B)(6) 2013, it was reported that some of the color strips on the patient's blood glucose monitor appeared to be defective. No adverse event was reported. The blood glucose monitor was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
(B)(4) observed cracks and an orange-blue screen in the middle of display when meter powered on. Meter display has a shattered appearance, orange- blue screen. (B)(4) did not observe any external damage to the meters plastic covering over the lcd or to the housing/casing of the meter all meters are confirmed for functional testing before being shipped from the manufacturer indicating that the damage observed to the meter was a result of product mishandling by the customer.